Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event infusion set tubing leakage on (B)(6) 2025 resulting in high blood glucose (540 mg/dl). Leakage was at the quick release. High blood glucose was treated using correction bolus and changing infusion set. No further information available.